Manufacturer narrative:
(B)(4).

Event description:
The following has been reported: faulty linear sensor kit reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.